Event description:
Difficulty was encountered during the bile duct angioplasty procedure using the xxl balloon dilatation catheter. On the fourth inflation the balloon burst laterally at 8 atmospheres of pressure. Resistance was encountered removing the catheter through the 9 fr x 30 cm cook sheath. The balloon broke in two pieces and wedged in the proximal end of the stent. This resulted in a blockage of bile flow to the duodenum. The pt's condition was reported to be "stable". Additional information on the pt's outcome has been requested.